Event description:
During a remote follow-up, episodes of undersensing were observed on the device. Technical support was contacted and gave reprogramming recommendations. No intervention has been performed. The patient was stable and will continue to be monitored.